Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 22-aug-2023. H6: investigation summary: the customer reported the set broke below the safety clamp, and returned one used sample. The sample was clearly separated below the clamp, at the lower fitment, and the complaint is verified. The root cause is traced to insufficient solvent applied during assembly. A quality alert was performed on 31jul2023 to communicate proper assembly technique with involved personnel. In addition, a corrective action will be performed in the tj-cef-23114 to reinforce the correct assembly between the tubing and lower fitment in the model 2420-0007. Device history record review for model 2420-0007 lot number 23055202 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd alaris pump module smartsite infusion set primary line broke/separated from below the safety clamp. The following information was provided by the initial reporter: issue description quality complaint ¿ broken occur during patient use (within 15 minutes into infusion treatment). No patient injury reported. As rn was going to switch the line to chemo line ¿ noticed the primary line broke/separated from below safety clamp- luckily, it was just normal saline in the line.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: lhi.

Event description:
It was reported that bd alaris pump module smartsite infusion set primary line broke/separated from below the safety clamp. The following information was provided by the initial reporter: issue description quality complaint ¿ broken occur during patient use (within 15 minutes into infusion treatment). No patient injury reported. As rn was going to switch the line to chemo line ¿ noticed the primary line broke/separated from below safety clamp- luckily, it was just normal saline in the line.